Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. The ra lead remains in service.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: patient code description and patient code.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. The ra lead remains in service. Additional information received indicates that the device system was removed due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.